Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty removing the gripper line and gripper line break. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The clip delivery system (cds) was advanced and the clip grasped the leaflet. Gripper removability was established, and the clip was deployed; however, resistance was noted when removing the gripper line and the line could not be removed. The line was pulled back several times, then broke. The cds was removed from the steerable guide catheter (sgc) and it was noted that the gripper line was stacked at the spear of the cds. One end of the gripper line extended out from the sgc hemostasis valve. The gripper line was then completely removed from the sgc. Mr was reduced to grade 1. There was no reported adverse patient effect or a clinically significant delay in procedure. There was no additional information provided for this issue.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned and evaluated. The reported difficult to remove the gripper line was not confirmed; however, the reported gripper line break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported for difficulty removing the gripper line or for gripper line break during removal from this lot. All available information was investigated, and a definite cause for the reported difficulty removing the gripper line could not be determined. The reported gripper line break appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the clip was deployed and the gripper line was pulled for removal. Approximately 30-50 cm was removed when resistance was felt. Fluoroscopy showed that the tip of the clip delivery system (cds) moved together with the gripper line. Attempts were made to remove the gripper line by pulling slowly; however, the gripper line could not be removed and broke. The cds was removed slowly, and one end of the gripper line extended out of the distal end of the cds. The gripper line was pulled and was able to be completely removed. No additional information was provided.